Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) delivered a shock during sexual intercourse. The patient alleged that the ICD was defective and that a different time the ICD didn't make an alert. The ICD remains in use. No further patient complications have been reported as a result of this event.